Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer repaired the system by lubricating the stop post to improve the function of engaging the solenoid. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation determined that the solenoid required lubrication. The failure was caused by the latching mechanism not fully engaging.